Event description:
Allegedly, vendor states that the raw material, supplied by a vendor, has internal micro structure condition of alloy segregation.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00350, 00352.